Manufacturer narrative:
G4: 30jul2020. B4: 04aug2020. The replaced central processing unit (cpu) printed circuit board assembly (pcba) was received for failure analysis. It was determined that ls1's built without a date code could be subject to cold joints within ls1 that could result in ls1 failing to sound. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 01may2020. B4: 05jun2020. The manufacturer¿s international service technician evaluated the ventilator and could not duplicate the reported problem but confirmed the occurrence of the backup alarm failed diagnostic code in the event log. The service technician replaced the central processing unit (cpu) printed circuit board assembly (pcba) to prevent recurrence. The ventilator successfully passed functionality testing after service was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29apr2020.

Event description:
The customer reported a backup alarm failure alarm that could not be reset. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. The patient's information could not be disclosed. There was no medical intervention required as a result of this event.